Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the health care professional (hcp) requested technical services (ts) review of some pacemaker mediated tachycardia (pmt) episodes for this patient with this cardiac resynchronization therapy defibrillator (crt-d). Ts noted one episode appeared to be atrial tachycardia the max tracking rate which started the pmt algorithm and not true pmt. There was also t wave oversensing observed in one pmt episode. Ts discussed right ventricular (rv) sensitivity and measuring the deflection in clinic with a programmer and adjust accordingly after reviewing with the physician, as the rv sensitivity currently programmed is nominal at 0.6mv. This crt-d remains in service. No adverse patient effects were reported.